Event description:
Philips received a complaint on the v60 ventilator indicating that the oxygen (o2) tank straps of the universal stand were ripped. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The remote service engineer (rse) provided the customer with the part information and pricing for the package of o2 tank straps. This investigation is ongoing.

Manufacturer narrative:
The remote service engineer (rse) provided the customer with the part information and pricing for the package of o2 tank straps. In a good faith effort (gfe) response from the customer received on 04dec2024, it was confirmed that a replacement o2 tank strap had been ordered. The customer was still awaiting delivery of the part as of the date of the gfe response. The confirmed ordered o2 tank strap aligns with the suggested repair for the alleged device issue. When the customer received the replacement part, the repair will be completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.